Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the x brace has a broke weld on the bar that goes front to back where it attaches to the frame.